Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post procedure check. Device interrogation revealed that the right ventricular lead had diminished sensitivity and high capture thresholds. The patient was scheduled for lead revision. Fluoroscopic observation confirmed a micro dislodgement. The lead was successfully repositioned. Patient was stable throughout event.